Manufacturer narrative:
Devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "black stain" was observed on the surface of three (3) minicaps before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : three (3) samples were received for evaluation. A visual inspection with the naked eye noted a black stain found on the surface of the minicap and on the inner side of the aluminum foil. The black stain was confirmed as oil which leaked during manufacturing process. The reported issue was verified. The cause of the condition was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.